Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a saline mentor smooth round moderate profile 350cc; immediately developed left side capsular contracture. The patient had extensive revision surgery on unknown date (capsulectomy) and the same device was placed back into the patient. The patient then developed left breast capsular contracture again but with erythema and swelling (cellulitis) and was treated for infection. Throughout the years the patient had episodes of mastitis infection. The patient was ok for several years until she recently began a strenuous workout program and the left breast is now red and beginning to ache. The patient presents on (B)(6) 2018 with left breast baker grade IV capsular contracture. The breast appears high on the chest wall and the inferior pole is tightly constricted. The patient also presented with 4-5 cm area of purplish erythema along the underside of the breast. The physician's impression is recurrent mastitis and cellulitis infections that are complicated by breast implant. The patient underwent device removal and extensive capsulectomy on the left side without replacement on (B)(6) 2018. The entire implant was displaced superiorly above the nipple and appeared to be significantly smaller than her right side. The surgeon opened the capsule and immediately an amount of yellow non murky fluid came squirting out of the pocket. The fluid that was coming out right at this minute was cultured and a small piece of tissue sent with that in one tube for culture and sensitivity. It is assumed that the fluid that came out of the capsule was the saline from the implant. The fluid was cultured and no organisms were seen, rare wbcs present. The capsule surrounding the implant was greater than a quarter inch thick and firm like tough leather, non pliable and non compliant. Upon examination of the implant it was noted that the posterior aspect of the implant and approximately 2 cm outside the rings on the back of the implant there appeared to be a wear tear and a thinned attenuated area of the implant. This was where fluid was leaking. The patient tolerated the procedure well.

Manufacturer narrative:
Device evaluation summary: it was reported that a 53 year old female patient underwent an unknown procedure with a saline mentor smooth round moderate profile 350cc immediately developed left side capsular contracture. The patient had extensive revision surgery on unknown date (capsulectomy) and the same device was placed back into the patient. The patient then developed left breast capsular contracture again but with erythema and swelling (cellulitis) and was treated for infection. Throughout the years the patient had episodes of mastitis infection. The patient was ok for several years until she recently began a strenuous workout program and the left breast is now red and beginning to ache. The patient presents on (B)(6) 2018 with left breast baker grade IV capsular contracture. The breast appears high on the chest wall and the inferior pole is tightly constricted. The patient also presented with 4-5 cm area of purplish erythema along the underside of the breast. The physician's impression is recurrent mastitis and cellulitis infections that are complicated by breast implant. The patient underwent device removal and extensive capsulectomy on the left side without replacement on 02/23/2018. The entire implant was displaced superiorly above the nipple and appeared to be significantly smaller than her right side. The surgeon opened the capsule and immediately an amount of yellow non murky fluid came squirting out of the pocket. The fluid that was coming out right at this minute was cultured and a small piece of tissue sent with that in one tube for culture and sensitivity. It is assumed that the fluid that came out of the capsule was the saline from the implant. The fluid was cultured and no organisms were seen, rare wbcs present. The capsule surrounding the implant was greater than a quarter inch thick and firm like tough leather, non pliable and non complaint. Upon examination of the implant it was noted that the posterior aspect of the implant and approximately 2 cm outside the rings on the back of the implant there appeared to be a wear tear and a thinned attenuated area of the implant. This was where fluid was leaking. The patient tolerated the procedure well the device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).